Event description:
It was reported that the ilet did not charge while on the charger, with the indicator light continuing to blink despite outlet changes and replugging, consistent with a charging problem involving the battery charger; the user was advised to use a temporary 10w qi wireless charger while awaiting a replacement and had been using multiple daily injections. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the battery charger as the component associated with the charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.